Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 alarm which was unable to be recreated during evaluation. A review of the event history log identified multiple "system error 345" messages. The reported condition was verified. Evaluation inspected the device and determined it attributable to environmental issues as the thermistors were found within specification. The ultrasonic sensor was replaced per the service procedure. Service history review was performed and found the device has been serviced for this same issue within the last 12 months. The ultrasonic sensor was replaced during prior service and all required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.